Manufacturer narrative:
No product will be returned for evaluation.

Event description:
On (B)(6) 2010, registered nurse at hospital reported that the patient was hospitalized with a blood glucose reading of over 800 mg/dl and diagnosed with ketoacidosis. Normal blood glucose range was not known. Nurse was unable to provide details of the incident. The nurse had the infusion device with the power packs removed. She inserted the power packs and 8888 displayed on the screen and then the 03 low electronic battery alert displayed. Nurse reported they had no additional power packs with them to replace it with. They were unable to place the infusion device into run mode to check the alarm history. The nurse believed that the infusion device had malfunctioned. Advised to contact the patient's endocrinologist for advice on alternate form of insulin therapy. The hospital staff is currently "covering him (with insulin) on a sliding scale." Attempted to reach the patient by phone, but was only able to leave a voicemail message. No product return was requested.